Manufacturer narrative:
The insulin pump was unable to prime during prime alarm test due to faulty force sensor resistor. The drive support disk was inspected and no anomaly was noted. No prime alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system during prime. The customer's blood glucose was 199mg/dl. The customer mentioned the drive support disk is sticking out. The customer was advised to discontinue the use of the insulin pump and revert to back up plan.